Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the sustained vt and heart block observed during and after the combined tavr and vt ablation procedure were likely multifactorial in origin. Mechanical irritation from device manipulation, underlying myocardial pathology, procedural pacing, and post-implant conduction system trauma all contributed to the observed complication. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time. Ustunkaya, t., quintana, j. A., kingeter, m., hu, t., richardson, t. D., stevenson, w. G., & lowenstern, a. M. (2025). Combined tavr and ventricular tachycardia ablation for vt storm with severe aortic stenosis. Case reports, 30(22), 104655.

Event description:
As reported in the article "combined tavr and ventricular tachycardia ablation for vt storm with severe aortic stenosis", a patient with severe aortic stenosis underwent a combined transcatheter aortic valve replacement (tavr) and ventricular tachycardia (vt) catheter ablation procedure. During the tavr procedure using a 29mm sapien 3 valve via transfemoral approach, sustained vt occurred upon crossing the native aortic valve with a straight wire. The arrhythmia was promptly cardioverted, followed by a second vt episode that was managed with antiarrhythmic pacing from the implanted device. Rapid pacing at 180 bpm was used during valve deployment without inducing vt. Post-deployment, the patient developed complete heart block, and right ventricular pacing was initiated. The patient remained hemodynamically stable and was extubated after the procedure. Aortic valve gradients were significantly reduced post-tavr. Despite discontinuation of antiarrhythmic medications, atrioventricular (av) block persisted for three days. On the third day, the patient experienced multiple episodes of accelerated idioventricular rhythm and frequent premature ventricular contractions. A second procedure was performed to assess inducible vt and upgrade the implantable cardioverter-defibrillator (ICD) to a biventricular device. Two morphologies of sustained vt were inducible and successfully ablated. Anticoagulation with heparin was reversed, and a left ventricular (lv) lead was added during the ICD upgrade. The patient was discharged eight days post-tavr and, at six-month follow-up, was ambulatory at home, off antiarrhythmic medications, with no recurrence of vt and gradually improving exercise capacity.